Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath, and damage (torn/delamination/stretched) to the tip. While the tip was damaged (stretched and torn) there was no evidence of detachment. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage to the tip of the device is consistent with multiple partial (and full) recaptures of a watchman implant. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the device was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. Three watchman laa closure devices were used with partial and full recaptures performed. Upon completion of the final closure device implant, the was removed from the patient and it was noted that the tip of the was damaged. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. Three watchman ® laa closure devices were used with partial and full recaptures performed. Upon completion of the final closure device implant, the was was removed from the patient and it was noted that the tip of the was was damaged. There were no patient complications reported.